Manufacturer narrative:
Corrected information can be found in section h6 type of investigation codes.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in b5.

Event description:
An update has been made to the event description. ¿ the product used for maximum of 2 hours before the issue occurred. ¿ there was patient involvement. ¿ there was no patient harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a chemoclave® bag spike. The report states that when the IV tubing or needleless connector disconnected from spiros that was attached on an ambulatory infusion pump tubing, the spiros supposedly to shut off completely to prevent any fluid from escaping. There was no report of any human harm.

Manufacturer narrative:
Corrected information can be found in section b, b3 - date of event and e4 - initial report sent to FDA.